Event description:
PICC was placed by neonatal nurse practitioner. Seven days after placement,the cephalic vein started cording. By day eight the skin was reddened from insertion site to halfway up patient's upper arm.